Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient has seen the physician in between and everything is fine.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller shows error "settings not available" and cannot recharge. The manufacturer representative (rep) suspects the issue is with the controller. A replacement controller was requested, no patient harm reported. Additional information was received. It was clarified that the patient was unable to recharge the ins with the controller. The cause of the oor message was two groups with too high intensity/amplitude. In the end it was a partially a misunderstanding. The controller was working as it should. The patient just thought it wasn´t working so he requested a new one. An impedance check was done twice. It was known that one pole (13) had a high impedance so it already wasn´t used anymore. This impedance showed that no. 14 also had a high impedance so we could not use that one anymore. The rep did take 15 instead. The issue has been resolved. The patient deceived to keep the old controller in case the other doesn¿t work.

Manufacturer narrative:
B3: event date is unknown. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.